Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose that was running from 300 mg/dl to 500 mg/dl at the time of incident. Troubleshooting was done. The customer stated that they were able to get insulin to come out and the insulin pump alarmed no delivery alarm. The customer stated that there was no insulin coming out after removing the site. The insulin pump will not be returned for analysis.